Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken insertion part was external force. Olympus will continue to monitor field performance for this device.

Event description:
The patient was not under anesthesia.

Event description:
The customer returned the scissors, 5 fr., semiflexible to olympus repair center for evaluation of a reported broken insertion part that was found during preparation for use for a diagnostic, hysteroscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the insertion tube of the subject instrument ruptured from the root (the working end of the grasping forceps is completely broken off. That means the jaws are not connected to the shaft anymore). There is tearing at the broken part of the insertion tube. The insertion tube has multiple bends and deformations. Inspection noted that the tearing phenomenon at the fracture position of the insertion tube caused by external force. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.